Event description:
It was reported, the pt had a hip fracture approx 2 months ago. A different surgeon handled the primary case. Since then, it was discovered that the lag screw had gone through the acetabulum and was no longer in the nail. Because, the pt was a paraplegic there was no pain or reason to remove the screw at that time. A month passed and a distal fracture was discovered. It was decided at that point that this pt should be revised. The sales rep told the hospital to clean and sterilize the devices for return to (B)(4).

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.